Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening in the device on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: wear abrasion and crease fold observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health professional reported left side rupture. Device has been explanted and replaced with non-allergan device.